Event description:
Report 2 of 2. It was reported when using the bd rapid detection of sars-cov-2 veritor¿, false negative covid results were obtained with two (2) different patients. Repeat confirmatory testing was performed using a different rapid assay (catalog #256088 triplex flu a/b & covid) and covid positive results were obtained. There was no report of patient impact. Eua: (B)(4).

Manufacturer narrative:
G.5: PMA/510(k)#: eua: (B)(4). H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor¿, false negative covid results were obtained with two (2) different patients. Repeat confirmatory testing was performed using a different rapid assay (catalog #256088 triplex flu a/b & covid) and covid positive results were obtained. There was no report of patient impact. Eua(B)(4).

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges 2 instances of false negative when using bd veritor¿ sars-cov-2 kit (material#: 256082), batch number 3250429. The customer reported that they received two false negatives with 2 different patient samples. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.